Manufacturer narrative:
Product complaint # (B)(4). Per new information received from initial reporter there was no breakage of the instrument, but no additional details were available, only the inability to assemble the shim instrument to the articulating surface is known. This remaining product experience code is not a reportable malfunction. The downgrading of the reportability from a reportable malfunction (from the broken pec) to not reportable is appropriate.

Manufacturer narrative:
Product complaint # =(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the instrument has broken during knee surgery this morning at the hospital. The shim cannot be attached to the articulating surface. There were no delays to surgery, and nothing was left inside the patient.